Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Physicians report lasik flap thickness inconsistency, on multiple cases, when comparing entered target value to post flap creation measurement values. One physician reported flaps that were thinner than expected, and another physician provided values that showed thinner and thicker values. Pt outcome info has been requested.